Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history lot: sterile product: part: 03.130.202s, lot: 6l49225, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 09. Dec. 2019, expiry date: 01. Nov. 2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile product: part: 03.130.202, lot: f-28236, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 19. Sep. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the right second and third metacarpal bone with the two (2) drill bits in question. During the surgery, both drill bits were broken. The surgeon left fragments in the body because he had difficulty removing the broken fragments. The surgery was completed successfully with a thirty (30) minute surgical delay. The revision surgery will be performed removing the implants after the bone union is confirmed. No further information is available. This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 2 of 2 for (B)(4).